Event description:
It was initially reported by the patient's mother that the patient is experiencing an increase in seizures about pre-vns baseline since generator repair surgery. She indicated that the treating physician stated that the device is functioning properly. She also stated that the patient was diagnosed with sleep apnea two years ago. She indicated that the sleep study site did not think the patient had sleep apnea prior to vns. Good faith attempts to obtain additional information has been unsuccessful. The cause of these events is unknown at the moment.